Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the rechargeable ins that presumably had 3 overdischarges. It showed the date and time was (B)(6) 2000 and the clinician programmer time setting showed (B)(6) 2016.